Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01april2020.

Event description:
It was reported that while in use the ventilator turned off on its own. The customer reported that the unit had an error code in the ventilator diagnostic logs indicating a 35 volts supply failed. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
B4: 07may2020. G4: 06may2020. Updated: b1,h1 h10: multiple attempts were made to obtain information on medical intervention if any and patient information that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30apr2020; b4: 01may2020. The service engineer (se) inspected the device. The se found that when the unit was turned on, it turned off by itself a minute later. The se replaced the power management board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A power management board was return for analysis. An investigation was performed and the product analysis technician reported that the root cause was due to a component failure in the power management board.